Event description:
It was learned via the implant patient registry that a patient with a 29mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of four (4) years, 11 months due to unknown reasons [2022-16001-01]. The mitral valve was explanted and replaced with a 31mm 11400m mitris valve. The patient also has a 21mm 3300tfx pericardial aortic valve and concomitantly underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, 11 months due to unknown reasons [2022-16001-02]. The aortic valve was explanted and replaced with a 23mm 11500a inspiris valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H3: evaluation summary: customer report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform was deformed around the valve and commissure 2 was bent toward leaflet 2. X-ray also demonstrated moderate to heavy calcification on leaflets 1 and 2. Leaflet 1 had a non-transmural tear approximately 3mm long near commissure 2 on the outflow aspect and calcification was evident at the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 2. A suture remained attached to the sewing ring around commissure 1 on the inflow aspect. Wireform was exposed around leaflet 2 on the outflow aspect and metal band was exposed around leaflet 2 on the inflow aspect.

Event description:
It was learned via the implant patient registry that a patient with a 29mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an implant duration of four (4) years, 11 months due to unknown reasons [2022-16001-01]. The mitral valve was explanted and replaced with a 31mm 11400m mitris valve. The patient also has a 21mm 3300tfx pericardial aortic valve and concomitantly underwent a redo aortic valve replacement procedure after an implant duration of four (4) years, 11 months due to unknown reasons [2022-16001-02]. The aortic valve was explanted and replaced with a 23mm 11500a inspiris valve. The patient was noted to be in recovery post procedure.